Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was partially detached exposing the corewire, approximately 6mm. Evidence of mechanical cut on the coating was noted during the inspection. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured was noted and the very tip is not exposed. The complaint is consistent with the returned guidewire that the distal tip was partially detached, exposing the corewire; however, there was no evidence of the tip of the metal corewire being exposed. The corewire was not fractured. Based on all gathered information, it is most probable that the manipulation of the device during preparation might have generated the damage encountered, a physical damage on the device could easily be generated when manipulating the wire. It is concluded that the most probable root cause for this event is "handling damage." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, outside the patient, when the physician was about to insert this guidewire through an olympus sphincterotome, it was found that the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during preparation, outside the patient, when the physician was about to insert this guidewire through an olympus sphincterotome, it was found that the hydrophilic tip became detached, exposing the tip of the metal corewire. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.